Event description:
It was reported that the patient is accumulating fluid and thought the device was supposed to take care of this. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.